Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a lesion. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning and the damage was detected while the physician was trying to place the stent. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: model number, lot number, UDI, manufacturing date and expiration date corrected. Device with lot number 0009733010 was not returned. (Device returned was lot number 0009781116). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: catalog #:rsint25008x,, lot #: 0009781116, unique identifier (UDI) #:(B)(4), expiration date: 2022-06-11. Device mfg date:2019-06-12. Additional information: the resolute integrity was not kinked/ restraightened during use. The damage was detected while the physician was trying to place the stent to inflate the balloon. It was indicated that the hypotube detached during attempted stent deployment. Resistance was not noted during withdrawal of the resolute integrity. The balloon was deflated and retracted. Device returned with a detachment on the hypotube. A photograph of the label on a resolute integrity shelf carton. The device size and lot number corresponds with the information reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.